Manufacturer narrative:
(B)(4)sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
It was reported the patient was no longer receiving stimulation as she was unable to establish communication between her scs ipg and external devices (comm error 2501 on programmer) after not charging since (B)(6) of 2015 (date of event is unknown). An sjm representative confirmed the scs ipg was inoperable using multiple external devices. As a result, the scs ipg was explanted and replaced with a different model. Stimulation was restored with the surgical intervention.